Event description:
New information received notes that the device was explanted. Patient condition was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was not confirmed in the laboratory. The device was not in backup vvi upon receipt. Review of the field report indicated a successful firmware download in clinic. The reported low hv lead impedance was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the high voltage output circuit was noted to be damaged. The cause of the damage could not be determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks. The device was found in back-up vvi mode. A successful device download was performed to restore the device. During a subsequent follow-up, low, out of range hv lead impedance was observed. Device will be explanted and replaced.